Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicated. A technical support specialist dialed into the application server and confirmed pes was unable to log in, receiving the error: an error occurred while processing your request. Verified all other services were running. Dialed into the database server and found structured query language (sql) server and sql server agent not running. After starting these services, pes was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, device was not communicated. The customer tried to reboot the station, but issue still persist and check the network cable and router but there was no issue of connectivity. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.